Event description:
The customer rec'd an inaccurate reading of "hi" on their freestyle flash meter. In addition, the customer experienced vomiting and loss of vision and hearing. The paramedics were called and they rec'd a reading of 105 mg/dl on an unk meter. The paramedics had to administer a glucose gel into the customer's mouth and the customer also ate food to alleviate their symptoms. The customer was not transported to a hlth care facility. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Note: the meter displays "hi" when a reading exceeds 500 mg/dl.